Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented in-clinic for an elective replacement procedure. During the procedure, the left ventricular (lv) lead connector pin detached during the implant process. The lv lead was not used and a new lv lead was used to successfully complete the procedure. The patient was stable throughout.